Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient did not feel stimulation unless they sat on a wooden seat and leaned just right. It was also noted that their implant was not working like it was supposed to and was not doing what it had done during the trial. During the trial, they were on p1 at 1.6v, and stated it was phenomenal. After implant, they checked their programmer and noticed they were on p2 at 2.8v. They went back to p1 ¿at the same setting,¿ and ¿life went back to being beautiful.¿ it was noted that they recently decreased stimulation to save battery life, and reported is working fine. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it was simply a program issue. The temporary device worked perfectly on program 1 at 1.6 intensity and the implant was set on program 2 at 2.8, which didn't work as well. They changed it and it was working well.